Event description:
It was reported by the aci sales professional that a (B)(6) female pt underwent an interventional catheterization procedure on (B)(6) 2009. Peri-procedure, the pt was administered heparin and angiomax. Post procedure, the pt was put on heparin drip. The physician used mynx for closure (procedure details unk). Post mynx, the pt developed a hematoma which was resolved with manual compression and femstop device. Later (the exact time frame unk), the pt developed pseudoaneurysm (psa) that was resolved with thrombin injection. There was no report of pt clinical sequelae.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.